Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A replacement surgery was performed, during which the existing cuff was removed and replaced with a smaller component. It was noted that there were no device issues nor any further patient complication.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) leading to a replacement surgery. It was noted that during the procedure the existing cuff was removed and replaced by a smaller component. It was noted that there were no device issues nor any further patient complication.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. The cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted on the component. Visual and microscopical inspection of the pump did not reveal any anomalies. Additionally, no leaks were found in the pump. Upon functional testing, the pump performed within specification. The balloon was visually and microscopically examined; however, no anomalies were noted. There were no leaks identified in the balloon. The balloon could not be functionally tested as the product specifications were not known. Based on the information available and analysis results, no device anomalies could be confirmed. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. A conclusion code of known inherent risk of device was assigned to this investigation.